Manufacturer narrative:
Product event summary #pending rpa. Analysis of the ins (serial# (B)(4)) found that the ins was functionally okay with insignificant anomalies. Ins passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the 0 electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a test to monitor the temperature of the ins was performed. {a heat test was performed with the explanted ins and control device (the control being set to the same or similar parameters as the returned ins); no anomalies were observed.} {there is a burn mark on connector module that is right next to a burn mark on the can. These burn marks are consistent with burn marks that are from cauterizing.} due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery would deliver sudden changes in intensity without provocation. It was reported it felt like they were getting shocked. The patient stated the battery would become significantly warm under the skin when it was in use. The rep was in formed on (B)(6) 2017 preoperatively and the patient had consulted their hcp pertaining to their complaints. The patient ceased use of the device until they were able to get it replaced. The device was replaced on (B)(6) 2017. The rep confirmed the device was off and was told it was in an overdischarged state. The device was going to be returned and the issue was reported as resolved. No further complications were reported.